Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood present in/on the helix mechanism. (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that during the implant attempt, two leads could not be placed because of the patients anatomy and deteriorating condition. No patient complications have been reported as a result of this event.